Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: insertion part/bending section cover glue was cracked. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: broken cable from the charged coupled device (ccd). Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device failed the 3-dimensional (3d) test. There were no reports of patient or user harm associated with this event.